Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a fracture at the fiber/cap fusion zone; the fiber proximal to fracture cannot rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 1,709 joules and 15 seconds of use, fiberlife would continuously put the system in standby mode. The fiber was exchanged, and the procedure was completed utilizing the second fiber (27,524 joules and 2:45 minutes expended). The tips of both fibers were cleaned during the procedure. There was no patient injury during the event.